Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided. This device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in a coronary artery. A synergy drug-eluting stent was deployed to treat the lesion. However, following stent placement, stent thrombosis was noted. No further patient complications were reported.

Manufacturer narrative:
(B3) date of event: used the 1st day of the month of the bsc aware date as no event date was provided. This device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in a coronary artery. A synergy drug-eluting stent was deployed to treat the lesion. However, following stent placement, stent thrombosis was noted. No further patient complications were reported. It was further reported that the target lesion was located in the right coronary artery and the patient's status was stable.